Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: we have recently had reports of multiple primary IV tubing breaking. The nurses have has informed me this has happened 3 times in the last 2 weeks. The break is always happening at the junction of the blue connection that goes in the pump. Additional information received from the customer: what was the impact to the patient? When the medication was being initially primed on 3 separate instances, the tubing broke. What was the medication/fluid in use at the time of the event? Instance 1. Albumin, instance 2. Insulin, instance 3. Propofol. You have mentioned this has happened 3 times in the last 2 weeks. If these previous incidents have already been reported to bd, please share the complaint reference number. If not, kindly provide the dates on which they occurred, the lot number and the total number of times this has happened. Dates of event 1 was 12/19/25 and events 2 and 3 were on 12/27. Below is the only lot info saved.

Manufacturer narrative:
One photo was received for quality evaluation. Inspection of the photo indicates that the tubing separated at the lower pumping segment fitting to the infusion set tubing. The customer complaint of separation was confirmed. Separation between tubing and lower fitment (image 1) was confirmed through the photo sent by the customer, the exact root cause could not be determined since no sample was returned, however a separation between tubing and lower fitment could be related to lack of solvent due to an issue with the solvent dispenser or the assembler not following the solvent application procedure correctly. A quality alert was created and communicated to the production personnel to reinforce the correct use of fixtures and solvent dispenser. Additionally, there have been improvements to the manufacturing process to address separation between the tubing and the lower fitment. A device history record review for model 2420-0007 lot number 25105021 and 25105545 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.